Event description:
It was reported to manufacturer that the surgeon "has had a bunch of infected leads which he had to remove recently". Several attempts to obtain additional information from the surgeon have been made, but have been unsuccessful to date.